Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the needle did not deploy at pod activation.

Manufacturer narrative:
The device was returned not deployed. The first prime completed at pulse 48 and the device was deactivated at pulse 58. The device download indicates timeouts and a drive stall occurred at the beginning of the device run due to which the firing flat did was not align with the release bar during the end of second prime, preventing deployment of the needle mechanism. The rerun data presented a few timeouts which corrected itself soon after. No drive stalls occurred. The device deployed during the device run as intended.